Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, two (2) of the variable angle (va) distal locking screws did not lock into the variable angle - locking compression plate (va-lcp) during an open reduction and internal fixation (orif) of the ankle. The screws were left in place and there is no plan for revision. There was no surgical delay reported. The procedure was successfully completed. There was no patient outcome. This report is for one (1) 2.7mm va-lcp lateral distal fibula plate/3 holes/left. This is report 1 of 3 for (B)(4).